Event description:
It was reported to our country manager in (B)(4) that during a generator replacement surgery, it was noted that the lead body had liquid inside therefore, a full revision was performed. No high impedance was noted prior to the explant. The lead has been returned for analysis and is pending completion.

Event description:
Additional information was attained that reported that the liquid was not seen by their surgeon in the lead body until after explantation. They did have lack of efficacy with their vns device.

Event description:
The patient had both their lead and generator explanted and at this time it is believed that the patient was not implanted with any further vns products. The patient was having falls that were reported to be related to their seizures. X-rays were received for review. The generator is visualized in a normal placement, in the left upper chest; the front of the generator is facing forward. The filter feed-through wires appear to be intact, and the lead connector pin appears to be fully inserted into the generator connector block. Part of the lead body is behind the generator. The electrodes and strain relief could not be assessed as they were not displayed in the available x-rays. One tie-down is visible but the presence of more tie-downs cannot be assessed. Per labeling, a strain relief bend should be placed starting 3cm from the anchor tether and should be secured with a tie-down parallel to the anchor tether. A large loop should then be formed and secured with an additional tie-down to allow for full neck movement in all directions. No acute angles were observed in the assessed portions of the lead. One clear lead break is visible in the chest at some distance above the left clavicle. One suspicious area of the lead was found right at the level of the left clavicle, though it cannot be stated for certain that it is a second lead break. Based on the x-rays images, there is a clear lead break a few inches above the left clavicle and a suspicious area at the level of the left clavicle.

Event description:
An analysis was performed on the returned lead portion and the reported fluid leaks and breach in outer and inner tubing wall were verified. Note that the marked and unmarked connector pins / boots including the model and serial number and the electrodes were not returned; therefore it was not possible to verify the model and serial number during this analysis and a complete evaluation could not be performed on the entire lead product. During the visual analysis abraded openings were observed on the outer and both inner silicone tubes. The abraded openings found on the outer and inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. During the visual analysis quadfilar coil breaks were observed on the marked and unmarked connector quadfilar coils. Visual analysis was performed on the marked connector quadfilar coil breaks and identified the area on two of the quadfilar coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. The remaining quadfilar coil strands were identified as being as having extensive pitting / mechanical damage which prevented identification of the coil fracture type. Visual analysis was performed on the unmarked connector quadfilar coil breaks and identified the area on two of the quadfilar coil strands as having evidence of a stress induced fracture (fatigue appearance) with mechanical damage and no pitting. The remaining quadfilar coil strands were identified as being mechanically damaged with pitting which prevented identification of the coil fracture type. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. With the exception of the abraded outer and inner tubing openings, and observed discontinuities the condition of the returned lead portion is consistent with that which typically exists following an explant procedure. No other obvious anomalies were noted. Continuity checks of the returned lead portion were performed, during the visual analysis, and no other discontinuities were identified.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacture revealed a gross lead fracture. Device failure occurred, but did not cause or contribute to a death or serious injury. Describe event or problem:corrected data: patient did not have replacement surgery.

Manufacturer narrative:
Device malfunction was confirmed, but did not cause or contribute to a death or serious injury.